Event description:
It was reported that this brady pacing lead which was implanted at the bundle of his was explanted due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and this test was within normal limits. A stylet insertion test also passed without issue, indicating no blockage in the lumen. It was confirmed that brady therapy remained available.

Event description:
It was reported that this brady pacing lead which was implanted at the bundle of his was explanted due to dislodgement. No additional adverse patient effects were reported.